Event description:
The patient was undergoing a coil embolization procedure of the posterior communicating artery using penumbra coil 400 and px slim delivery microcatheter following a massive subarachnoid hemorrhage. The first coil 400 could not advance through the first px slim delivery microcatheter and was removed. A new coil 400 was successfully deployed and detached within the aneurysm. The third coil 400 was deployed; however, the physician was unable to detach it. While attempting to retract the coil 400, the aneurysm perforated. The coil 400 was retracted into the px slim delivery microcatheter and unintentionally detached, the px slim delivery microcatheter was removed with the coil 400 in it. The px slim delivery microcatheter was inserted into the patient again and a coil 400 was successfully deployed and detached in the aneurysm. The next two coils used met resistance and were unable to advance through the px slim delivery microcatheter. A new px slim delivery microcatheter and a new coil 400 were used, but the coil 400 met resistance while attempting to advance it. The physician removed both the coil 400 and px slim delivery microcatheter and concluded that the aneurysm was adequately occluded. The patient was closely monitored; however, expired the following day due to progression of hemorrhage.

Event description:
The patient was undergoing a coil embolization procedure of the posterior communicating artery using penumbra coil 400 and px slim delivery microcatheter following a massive subarachnoid hemorrhage. The first coil 400 could not advance through the first px slim delivery microcatheter and was removed. A new coil 400 was successfully deployed and detached within the aneurysm. The third coil 400 was deployed; however, the physician was unable to detach it. While attempting to retract the coil 400, the aneurysm perforated. The coil 400 was retracted into the px slim delivery microcatheter and unintentionally detached, the px slim delivery microcatheter was removed with the coil 400 in it. The px slim delivery microcatheter was inserted into the patient again and a coil 400 was successfully deployed and detached in the aneurysm. The next two coils used met resistance and were unable to advance through the px slim delivery microcatheter. A new px slim delivery microcatheter and a new coil 400 were used, but the coil 400 met resistance while attempting to advance it. The physician removed both the coil 400 and px slim delivery microcatheter and concluded that the aneurysm was adequately occluded. The patient was closely monitored; however, expired the following day due to progression of hemorrhage.

Manufacturer narrative:
Result: [-1] the coil was detached from the pusher assembly. The pusher assembly was fractured approximately 161.7 cm from the distal tip. Neither the pull wire nor the other fractured portion was returned. [-2] the coil was attached to the pusher assembly inside the coil introducer sheath. The pusher assembly was kinked approximately 5.0 cm from the proximal end of the pusher wire where the hypotube tab was located. The pet lock was still intact. [-3] the coil was detached from the pusher assembly. The pet lock was still intact. The proximal constraint ball was inside the distal detachment tip (ddt) with a piece of broken stretch resistant (sr) wire attached. [-4] the pusher assembly was slightly bent. The coil was still attached to the ddt of the pusher assembly. The pusher assembly was kinked approximately 5.0, 16.0, 33.0, 50.0, 75.0, 92.5, and 108.0 cm from the proximal end of the wire. The pet lock was still intact. [-5] the coil was detached from the pusher assembly. The pusher assembly was fractured approximately 82.5 cm from the proximal end of the wire and the pull wire was exposed. The pusher assembly was kinked approximately 5.0, 27.5, 46.0, and 65.0 cm from the proximal end and approximately 59.0, and 79.0 cm from the distal tip. The pet lock was still intact. [-6] the pxslim microcatheter (returned with the rhv) was ovalized approximately 2.5 and 3.5 cm from the distal tip. [-7] there was no damage to the pxslim microcatheter. Conclusion: the complaint has been evaluated. The complaint indicates that three coils used could not fit through the microcatheter. The complaint also states that there was an issue detaching a coil using a manual technique and not the detachment handle. Three of the five returned coils were detached from the pusher assemblies and two were still attached. None of the pusher assembly proximal pet locks were broken, indicating that the coils were not detached as intended. The proximal end of the pusher assemblies were kinked or fractured as if a manual detachment technique was attempted. It appears that the detachment handle was not used to detach any of the coils. Both pxslim microcatheters were damaged. The units with coils still attached to the pusher assembly were tested and detached without issue using a coil detachment handle. Based on the description of the event and condition of the returned devices it appears that the issue with detachment was related to improper technique for detaching the coils. The coil is intended to be detached using the detachment handle. The coils are 100% functionally tested during inspection. The catheters are 100% visually inspected for damage during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00597, 00598, 00600, 00601, 00602, and 00603.